Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump¿s black box history showed no evidence of short battery life was recorded. Two cs 177 call service warnings were observed due to normal battery wear. There were multiple consecutive cs 087 call service alarms recorded. During testing, the pump emitted a hard cs 069 call service alarm upon start-up. The alarm was not able to be cleared. The pump case was removed and no intermittent condition was found to the power circuit or to the continuous glucose monitor circuit. Unrelated to the complaint, evaluation revealed that a component of the printed circuit board was defective causing the pump to emit the cs 069 call service alarm. The complaint of short battery life was not able to be adequately investigated due to the call service alarm and printed circuit board component defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).